Event description:
The facility's biomedical engineer reported an infusion pump with a failure code 810:04. Information was requested by baxter's customer service regarding whether or not the pump was in use on a patient when the failure occurred, but no additional information was available. Additional contact information was requested but no additional contact was identified. There have been no reports of any patient incident involving the pump since the last baxter service event.